Manufacturer narrative:
Additional information was received that no further information can be obtained regarding the patient's death. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient passed away suddenly. No additional information was provided.

Manufacturer narrative:
(B)(6). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial#: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient passed away suddenly. No additional information was provided.